Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the zipfix device would not lock and zip together during a procedure on (B)(6) 2013. Surgeon used another one out of a packet which worked fine. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis. The performed functional test with the returned device did not show any functional issues. The device could be normally closed and locked. Based on the findings, the device failure could not be replicated. No deformations were found which could explain the failure of the device during its application. The root cause of the product of the device failure cannot be determined. The complaint is inconclusive.

Manufacturer narrative:
This device is used for treatment, not diagnosis.(B)(4): subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.date of manufacture obtained from review of manufacturing records.